Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The one step electrodes were returned to zoll medical australia. The customer's report was duplicated and attributed to an open circuit within the electrodes causing an intermittent short. Replacement electrodes were sent to the customer. Analysis of reports of this type has not identified an increase in trend.